Event description:
Co's international affiliate was notified by medical devices agency of england of removal of the subject femoral knee component due to fracture of the device between the two fixation lugs.